Manufacturer narrative:
Terumo did receive the actual device and the complaint was confirmed. Fourier transform infrared spectroscopy (ftir), which detects the molecular structure of materials, detected that the foreign matter's molecular structure closely matched the molecular structure of the y connector. Therefore, the ftir results suggest that the foreign matter originated from the y connector, and was introduced in the tubing when the surgeon cut the tubing and y connector prior to cardiopulmonary bypass surgery. Terumo will monitor for future issues. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, the surgeon cut the 3/8" tubing in the table pack, proceeded to connect tubing with the cannulae, and noticed a piece of plastic floating in the prime solution. The plastic was removed with forceps. The product was not changed out, there was no blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure. There was no patient harm.